Event description:
Procedure to be performed was esophagogastroduodenoscopy (egd) and percutaneous endoscopic gastrotomy (peg). Endoscope was advanced down through the mouth into the stomach. A peg tube placement site was identified. Three t-fasteners were passed and secured into position. Utilizing the russell kit, a guidewire was passed which was grabbed with the endoscopic snare. The progressive enlarging dilating catheters and the introducer was passed. The first dilator was removed. The second dilator would not come out and snapped. Unable to remove dilators from tract. An attempt was done to remove these internally which was unsuccessful. Decision to place a wire through this and pull this out through the mouth. A standard 20-french mic feeding tube was placed, removing all the russel kit out through the abdominal wall during the pull-through procedure. Pt was re-endoscoped and the peg tube was in good position.